Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary incontinence. It was reported that the patient said they had a fusion of l5-s1 vertebrae on december 4th. The patient said the stimulator had not worked since the fusion. The patient reported they had turned stimulation off for the surgery. They turned it back on, and it had not helped their symptoms. The patient reported they had tried all of the programs and none of them were helping their symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said that the hcp who did the fusion said the device was not affected.